Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that has experienced high blood glucose of 465 mg/dl. Customer also indicated that the quick set would not connect back in to the tubing on the insulin pump. Troubleshooting was done for high blood glucose and everything was programmed accurately on the pump and appeared to be working as designed. Customer was advised to follow up with doctor regarding high blood glucose. Customer also advised to contact us again if any pump problems persist. No further information was given.